Event description:
A malfunction was reported on a pump by the caller. The customer's blood glucose level was recorded at 260 mg/dl, indicating no significant adverse impact. To resolve the issue, tandem technical support decided to replace the pump. The customer was informed about transitioning to a multiple daily injection therapy as a backup and instructed on how to put the pump into storage mode before returning it. A replacement pump with updated software will be sent, and the customer was given instructions on receiving it and the steps to follow. The customer acknowledged all instructions provided by the technical support team.